Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to dislocation and glistenings. He stated that neither he nor the patient had any complaints regarding the glistenings.

Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damage was observed. The lens was returned in a specimen container. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not a manufacturing related. Due to the condition of the returned sample, the damage is potentially related to customer handling. (B)(4).